Event description:
As reported, an 'ncompass nitinol stone extractor' was used on a patient during a cystoscopy, left retrograde pyelogram, left ureteroscopy, lithoclast fragmentation of a proximal ureteral calculus, and basketing of stone fragments procedure. Following the lithoclast fragmentation, several stone fragments were retrieved endoscopically using the extractor. During attempted withdrawal of the ureteroscope with a larger stone fragment engaged in the basket, the basket fractured. While withdrawing the ureteroscope, the safety guidewires were inadvertently disengaged and could not be re-established. Multiple subsequent attempts to retrieve the retained basket fragment from the pelvic/distal ureter were unsuccessful due to lack of appropriate equipment to engage the basket remnant. The attempted retrieval was abandoned, leaving the retained basket fragment in situ. A 22fr three-way urinary catheter was placed, and the patient was stabilized pending referral to a tertiary center for possible removal. No reason for the basket failure was documented by the physician at the time of the procedure. No other adverse effects were reported for this incident.

Manufacturer narrative:
E1 - phone number: (B)(6); postal code: (B)(6). G4 - PMA/510(k) number: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: d1: device unknown, d4: (all of d4 is unknown) investigation evaluation: as reported, an unspecified extractor basket was used during a cystoscopy, left retrograde pyelogram, left ureteroscopy, lithoclast fragmentation of a proximal ureteral calculus, and stone fragment removal procedure. Following lithoclast fragmentation, several stone fragments were retrieved endoscopically using an unspecified extractor. A larger stone fragment was captured within an unspecified extractor basket, and the user attempted to withdraw the ureteroscope. During the attempted removal, the safety guidewires were inadvertently disengaged and/or fractured and could not be re-established. Multiple subsequent attempts to retrieve the retained basket fragment from the pelvic/distal ureter were unsuccessful due to the lack of appropriate equipment to retrieve the basket remnant. The retrieval attempt was ultimately abandoned, leaving the basket fragment indwelling. A 22 fr three-way urinary catheter was placed, and the patient was stabilized pending referral to a tertiary care center for possible removal. The physician did not document a reason for the basket failure at the time of the procedure. No additional adverse effects were reported in association with this event. Reviews of the instructions for use (IFU), manufacturer¿s instructions (mi), and quality control (qc) procedures were conducted during the investigation. The device was not returned for evaluation. A document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the DHR could not be completed due to lack of device information. A review of similar complaints could not be complete due to lack of device information. Based on the available information, cook has concluded that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Cook also reviewed product labeling. The IFU packaged with the device family [extractors] contains the following in relation to the reported failure mode: 'suggested handling instructions for extractors and forceps' 'caution: this device is conductive. Avoid contact with any electrified instrument.' 'Important: excessive force could damage device.' Store in a dark, cool, dry place.' Based on the information provided, no product returned, and the results of the investigation a cause for the complaint could not be established. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute toa death or serious injury if a malfunction occurred.

Event description:
Clarification: the extractor is unknown/unclear/unspecified. As reported, an unspecified extractor basket was used during a cystoscopy, left retrograde pyelogram, left ureteroscopy, lithoclast fragmentation of a proximal ureteral calculus, and stone fragment removal procedure. Following lithoclast fragmentation, several stone fragments were retrieved endoscopically using an unspecified extractor. A larger stone fragment was captured within an unspecified extractor basket, and the user attempted to withdraw the ureteroscope. During the attempted removal, the safety guidewires were inadvertently disengaged and/or fractured and could not be re-established. Multiple subsequent attempts to retrieve the retained basket fragment from the pelvic/distal ureter were unsuccessful due to the lack of appropriate equipment to retrieve the basket remnant. The retrieval attempt was ultimately abandoned, leaving the basket fragment indwelling. A 22 fr three-way urinary catheter was placed, and the patient was stabilized pending referral to a tertiary care center for possible removal. The physician did not document a reason for the basket failure at the time of the procedure. No additional adverse effects were reported in association with this event.